Manufacturer narrative:
Additional information: a medtronic representative reported that the site was able to recover the clamp and repair it. The medtronic representative advised the site against this action, but the site elected to proceed. Correction: a medtronic representative reported that the reported issue occurred when removing the spine clamp following a confirmation spin.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the washer on the spine clamp had fallen off. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.